Event description:
Pt approx 1 year status post squamous cell carcinoma of the left mandible/floor of mouth. At this time the pt had previous composite resection with a left radial forearm free flap reconstruction. The pt was also reconstructed with a segment of missing left mandible utilizing a 2.4 synthes nonlocking plate to span the gap. This procedure was not performed at this facility. Several days prior to admission while eating, the pt noticed that their left mandible seemed to break. It was ultimately determined the pt had a fractured left mandibular reconstruction plate. 2003 to surgery for removal of left mandibular reconstruction plate, with reapplication of locking 2.4 synthes reconstruction plate with three screws at the proximal and four screws at the distal segment.